Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Future explant date: (B)(6) 2021. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with an unknown mentor implant experienced device migration post procedure. The device can be felt moving around and feels like its collapsing at times. As a result, an explant is planned for (B)(6) 2021. (Common device name) and (procode) are unknown, however, they are being populated for submission purposes.